Manufacturer narrative:
The initial autopulse platform investigation was performed by the distributor in (B)(6) . Based on initial investigation, the reported complaint of "the autopulse platform (s/n (B)(4)) displayed 'system error, out of service, revert to manual CPR' upon powering up" was confirmed during the archive data review, which showed system error - user advisory (ua) 132 (internal watchdog timeout). The platform was connected to the autopulse vision software to clear the archive log, and system error - user advisory (ua) 132 was cleared before sending the platform to zoll germany for further investigation. Upon platform's return to zoll (B)(6) for further investigation, the platform passed the initial functional testing. The root cause of the system error was the defective processor board, attributed to wear and tear. The autopulse platform was manufactured in (B)(6) 2012 and is more than 9 years old, well beyond the expected service life of 5 years. The defective processor board was replaced to remedy the system error. Visual inspection of the returned platform was performed, and no physical damage was observed. The platform was further examined and unrelated to the reported complaint, it was noted that the power distribution board (pdb) revision level was below 6 and needed to be updated, attributed to the age of the platform. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.